Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when applied on the mesentery, after closing the loading device over the tissue, surgeon pressed the green button, the green light around the display flashed, the surgeon pressed the center knob but no action appeared. The surgeon tried to open and close again and press the green button to no avail. Another reload from the same lot was used but issue persisted. When another reload from different lot was used, issue was resolved. There was no patient injury.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the first returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Visual inspection of the other five returned products noted that the reloads had a full staple complement. Functionally the reloads were loaded into a post market vigilance instrument, the interlock of the first reload was overridden, and then all reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.